Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned yet.

Event description:
It was reported that the catheter was leaking subcutaneously. Tpn was started at 4pm on (B)(6) 2018. Patency was confirmed by infusing heparin saline. The following day the patient had swelling on face, neck and chest. The amount of leaked fluid was approximately 490ml. The swelling gradually disappeared; catheter was removed on (B)(6) 2017. A 2-3mm crack was found approximately 3-4mm away from the surecuff, towards the middle of the catheter. The facility is not sure if the doctor applied pressure while using the syringe that's less than 10mm to confirm patency. The distal fragment of the catheter was discarded. A new catheter was inserted through the guidewire when replaced.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a subcutaneous leak in a broviac catheter is confirmed, and the cause appears to be use-related. The device returned was found to be one 4.2 fr s/l broviac catheter. Visual observation found that a segment of central venous catheter was returned containing a step down in tubing od, directly distal to the cuff. Neither the distal end nor the extension leg was returned. Residue was found on the cuff. What appeared to be an IV catheter or similar (of unknown origin) was inserted into the proximal end of the segment returned. An s-shaped split, mainly longitudinal in orientation, was found just distal to the site of decrease in lumen size. The catheter leaked at this point during infusion. Tactual evaluation found significant tensile weakness at the site of the split. These characteristics are typical of burst damage due to overpressurization. However, wall thickness was measured in the tubing that burst and it was found to be within specification. The cause of the event appears to be use-related. The IFU for this product states: ¿infusion pressure greater than 25 psi (172 kpa) may damage blood vessels and viscus and is not recommended. Do not use a syringe smaller than 10 ml!¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter was leaking subcutaneously. Tpn was started at 4pm on (B)(6) 2018. Patency was confirmed by infusing heparin saline. The following day the patient had swelling on face, neck and chest. The amount of leaked fluid was approximately 490ml. The swelling gradually disappeared; catheter was removed on (B)(6) 2017. A 2-3mm crack was found approximately 3-4mm away from the surecuff, towards the middle of the catheter. The facility is not sure if the doctor applied pressure while using the syringe that's less than 10mm to confirm patency. The distal fragment of the catheter was discarded. A new catheter was inserted through the guidewire when replaced.